Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5019765. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 5019765.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Imaging showed lead migrated down two vertebral levels. It was also stated that the patient had increased charging burden. The patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced and the spinal cord stimulator (scs) leads were repositioned using new clik anchors. The patient was doing well postoperatively and the explanted devices will not be returned.